Event description:
The programmer was returned for repair of a broken printer. It was analyzed and subsequently tested out of specification. No patient involvement was reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis found the printer had a paper jam into the back of the printer behind the printer drawer causing the printing issues. It was also noted that the electrocardiogram connector on the links electronic module board was loose.